Manufacturer narrative:
An event of paravalvular leak (pvl) and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that no anatomical or tissue/calcium interference affecting expansion was noted, there were no deployment difficulties noted, and there was no calcification extending beneath aortic annular plane in the interventricular septum. No information regarding pre-existing arrhythmia, valve sizing, annular calcium distribution, or implant depth was received. It was noted that the physician attributes both the heart block and the pvl to the valve implantation. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the implant procedure and/or procedural conditions contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was implanted in a patient. There was no calcification extending beneath the aortic annular plane in the interventricular septum and no anatomical or tissue/calcium interference affecting expansion. Information regarding sufficient calcium distribution to allow sealing could not be confirmed. It was noted during procedure that the patient developed an heart block. It was also noted after implant of the 27mm navitor valve that there was minimal paravalvular leakage noted via transthoracic echocardiogram, consisting of two jets. The final implant depth could not be confirmed. There were no deployment/retraction difficulties during the procedure. The decision was made to implant a triple chamber permanent pacemaker for the patient's complete heart block. There was no intervention performed due to the paravalvular leak. The patient received prolonged hospitalization for monitoring of rhythm.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was implanted in a patient. There was no calcification extending beneath the aortic annular plane in the interventricular septum and no anatomical or tissue/calcium interference affecting expansion. Information regarding sufficient calcium distribution to allow sealing could not be confirmed. It was noted during procedure that the patient developed an atrioventricular block. It was also noted after implant of the 27mm navitor valve that there was minimal paravalvular leakage noted via transthoracic echocardiogram, consisting of two jets. The final implant depth could not be confirmed. There were no deployment/retraction difficulties during the procedure. The decision was made to implant a triple chamber permanent pacemaker for the patient's atrioventricular block. There was no intervention performed due to the paravalvular leak. The patient received prolonged hospitalization for monitoring of rhythm.